Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer¿s continuous glucose monitor read ¿high," however, a specific bg value was not provided. A manual insulin injection was administered to address bg level.